Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma post-cardiac resynchronization therapy defibrillator (crt-d) implant. While preparing for the hematoma evacuation, the right atrial (ra) lead was noted to have dislodged. The hematoma was evacuated and the ra lead was repositioned. Both remain in use. No further patient complications have been reported as a result of this event.